Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h6. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was no distal cover attached to the subject device after the examination, and it was suspected that the cover had fallen off inside the body. Thus, an upper examination was performed again, and the body was searched. Since the cover was not found, it was determined that it had not been attached to the scope, and that the scope had been used without the distal cover. Additional information received from the customer indicated that the initial procedure performed was a diagnostic endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed with the same device without delay and without any reports of patient harm. There was no malfunction in the scope.